Event description:
During hysteroscopy to remove a uterine fibroid tumor, the wire portion of a resectoscope cutting loop broke off. The metal fragment was not seen after the point. The uterus was irrigated and x-rays were taken, but no metal was detected. Another cutting loop was used to complete the procedure. No patient problems were reported and there is no indication the fragment was left in the patient.